Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was turned off for an unspecified amount of time, and upon turning the pump back on the time was inaccurate. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was 184 mg/dl.